Event description:
During a dose audit examination of the surgical wicks rec'd from a new vendor, it was determined that the products did not receive the proper sterilization dose. There have been no reported field events.